Event description:
A fax was returned from the physician asking the manufacturer to stop contacting him. He did not feel that this was a reportable event and did not address the questions. He indicated that the patient's generator was at end of service. It is possible the patient's seizures were related to the generator being at end of service. On review of the manufacturer's programming history database the generator has a ifi flag on 10/03/2013.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported that the patient had an increase in seizure number and intensity. She typically had a seizure in the morning almost every morning is a having at least two seizures which are more severe. This has been more noticeable since the end of december. The patient generator has the ifi flag triggered but is us still able to deliver the programed therapy. The patient has had a generator replacement. Good faith attempts for more information and product return have been unsuccessful to date.